Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and guided the caller through the reset process, successfully resolving the error code without recurrence. The caller, unable to reset the pump initially due to a lack of access to necessary equipment, planned to call back when able to perform the reset.